Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard drive was evaluated and replaced. The calibration files were reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
The field engineer reported that the system was mixing patient images (data mix). There is no report of death or serious injury associated with this complaint.